Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon clamped the stapler on tissue and pressed the green button but unable to squeeze the handle to fire the stapler even with excessive force. Another handle was used to complete the case. There was no reported patient injury.